Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a loss of communication because it was set up to transmit. A technical support specialist proceeded to update these stations along with an additional 13 that were experiencing the same issue and requested to close the complaint file. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system entered disconnect mode and critical override. The customer reported that the nurse and pharmacy observed the station was operating very slowly. The customer stated that there was a delay in the dispensing of the medication and no other information was released regarding the event. There were no adverse events or injuries reported based on this incident.